Event description:
Reported calling on behalf of her mother who had rec'd the er1 message. Reporter said her mother has trouble getting enough blood to put on the teststrip and this may be the cause. Reviewed causes and technique. Reporter says her mother does not have control solution.